Event description:
The customer reported one laboratory technician splashed contrad cleaning solution in one eye while pouring the solution into a cup to perform daily maintenance involving access 2 immunoassay system. The laboratory technician did not have on eye protection at the time of the event and followed the laboratory's exposure control protocol to flush the eye with water for 15 minutes. The laboratory technician went to the emergency room (ER) afterwards. After approximately one hour, the technician returned to the ER and stated a continued burning sensation. At the ER, the technician flushed the eye with saline solution and was able to return to work without any other issues. The customer stated wearing eye protection, while handling cleaning solutions for daily maintenance, is not included in the laboratory protocol and was not certain the laboratory had eye safety goggles available. The customer indicated the technician took a few days to recover and was scheduled to be seen by an ophthalmologist in the near future. The customer stated there have been no further patient affects to date.

Manufacturer narrative:
Service was not dispatched as there were no system performance issues. The cause of the event was failure to use proper personal protective equipment (ppe) during laboratory practice.